Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported ventilator inoperable. The service technician indicated an error code was present which is consistent with post timer/24 v failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The problem corrected by doing est (extended self test) and sst (short self test).